Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a lamp needed to be replaced. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the xenon lamp in the system needed to be replaced. The timing of the event and patient impact are unknown. Additional information was requested but none has been received. The company service representative examined the system and confirmed the xenon lamp needed to be replaced. The xenon lamp had been used for 499 hours, which exceeds its rated life. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on april 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. The manufacturer internal reference number is: (B)(4).